Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Received information, the ins battery was replaced because, it would not recharge. The pt recovered without sequela. After replacement, the pt reported a broken connector on her desktop charger. The item was replaced by the manufacturer.